Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and a reservoir was used. The drain was placed on the patient and when the drain hose was to be connected to the reservoir, breaks the reservoir part. No adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: the device is left in the surgical unit pharmacy with its respective packaging. Was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ please clarify what was broken, the reservoir bulb or the blake drain? No no, it was broken. ¿ has the product broken into two or more pieces? Yes. ¿ how was the case resolved? Another was used. ¿ is the device available to be returned for evaluation? If yes, what is the return status of the device? I don't have that information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report